Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was confirmed, the cause could not be specified. The event can be detected by following the instructions for use which state: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the screen was black with no image. A comprehensive leak check was done and there were no evident leaks. The pin connector was checked for signs of fluid ingress and damage and there was no evident moisture or damage. Evaluation did find the distal end cap was leaking and the distal end adhesive was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera bronchovideoscope was so dark it could hardly be seen. The issue was found when checking the scope in the morning before any procedures. There was no reported patient harm or impact due to this event.